Event description:
The tensioner would not tension properly during an open reduction internal fixation of a distal tibia. The tensioner kept slipping and would not grab the wire properly. Surgeon couldn't get the correct tension. When the tensioner was being removed from the wire, it fell apart. Surgeon used another tensioner to complete the procedure.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed during the device history evaluation and no complaint related issues were found. Without the involved wire, the product evaluation was not able to determine the exact cause of this occurrence. Visual inspection revealed wear marks at the clamping jaws, which indicated that wear and tear could have played a certain role. It is possible that the tensioner then was opened over the maximum opening and that then the device fell apart. The manufacturing evaluation of the product determined the returned product is an old design with known issues relating to the complaint description, therefore this complaint is deemed valid. An internal corrective action was opened to address this issue. The design was changed to mitigate the risk of wire slippage and improve product performance. Since the design change, risk is adequately addressed and not indicative of any trends no further action is needed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.